Manufacturer narrative:
One fast fix 360 curved needle delivery system (B)(4) received. This device was received in used condition. T1 has been freed from the delivery needle. T2 and balance of suture remain in placed inside the needle track. For the device received, t2 is in pre-deployment position. The delivery needle is quite bent and disfigured. Functional test was possible. The device cycled, advanced and deployed t2 successfully. It was reported that t2 got stuck on the needle. The delivery needle is quite bent, likely from attempt to reach desired surgical location. Perhaps this could have impeded the attempt to deploy t2. Per the device¿s IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. With the damage noted, root cause for this complaint cannot be confirmed. No further investigation is warranted.

Manufacturer narrative:
(B)(6). Evaluation pending device return.

Event description:
It was reported that after successful deployment of the t1, the t2 got stuck on the needle and the surgeon could not place the implant. No patient harm reported.